Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that her blood glucose was 420 mg/dl. The patient experienced nausea as a result of the hyperglycemia. She treated via insulin pump bolus. During troubleshooting, the customer identified an air bubble in the tubing. Additionally, she experienced bleeding at her site upon removal of the infusion set. She noted that there may have been scar tissue build-up around her site area. The insulin pump was not returned for analysis.